Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case. Na.

Event description:
It was reported that the procedure was to treat a lesion located in the mid right coronary artery that was both heavily calcified and tortuous and 90% stenosed. After pre-dilatation, a 3.5 x 12 mm xience sierra stent delivery system failed to cross due to the anatomy and there was resistance during removal. The device was replaced with a drug coated balloon to complete procedure. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.